Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) number: (B)(4).

Event description:
The field service engineer was informed on wed. Dec. 11th that the guidewire handle mt-02-191 s16009 was broken.

Manufacturer narrative:
It was reported that the guidewire navigation reference was broken. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A visual inspection confirmed that part received was damaged. It is assumed that the guidewire navigation reference broke when the user hit it to push the guidewire into the bone (normal process). The device model rosa one is not FDA cleared but is similar to the device rosa spine, classified olo and cleared under k151511.

Event description:
The field service engineer was informed on wed. Dec. 11th that the guidewire handle (B)(6) was broken.